Manufacturer narrative:
(B)(4). Evaluation summary: balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing materials, handling, lesion characteristics, pt disease state, an interaction with a previously implanted stent, insufficient preparation prior to use or from interactions with other devices. Since there was no report of any leaks noted during preparation for use, this may indicate that the balloon was not damaged prior to the procedure. In addition, the lesion was reported as heavily calcified and may have contributed to the reported difficulty. If the balloon experiences mechanical damage at some point during the procedure, this can cause the material to weaken and rupture during an attempt to inflate the catheter. Ultimately, return of the voyager may have aided the evaluation in determining a cause for the rupture. The reported pt effect of perforation, as listed in the product instructions for use, is a known adverse event associated with coronary stenting procedures and is not necessarily an indication of a product quality deficiency. Perforations can be influenced by several factors including, but not limited to, lesion characteristics, procedural technique, and device size selection. In this case, the additional therapy/non-surgical treatment appears to be a secondary effect of the perforation as a balloon catheter was used to treat the perforation. Based on the information rec'd with this complaint and without the product to examine, a definitive cause for the reported balloon rupture could not be determined, however, there does not appear to be any indication of a product quality deficiency. Furthermore, a definitive cause for the reported pt effects and the relationship to the device, if any, could not be determined. All dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. Additionally, a sampling of units is destructively tested to verify rated burst pressure and balloon integrity.

Event description:
It was reported that during pre-dilatation in the heavily calcified obtuse marginal, the otw voyager balloon ruptured at 8 atmospheres and a vessel perforation occurred. The device was removed from the anatomy and another voyager balloon of the same size was held inflated for a few minutes to tamponade the vessel at the location of the perforation. An unspecified stent was deployed and post-dilatation was performed successfully. There was no adverse pt sequela. No additional information was provided.